Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was attempted using a watchman fxd curve access system (was). Following the transeptal puncture, wire position was difficult to ascertain. A small pericardial effusion was identified via intracardiac echocardiogram (ice) and the patient became hypotensive. Transesophageal echocardiogram (tee) revealed the pericardial effusion was located around the left and right ventricles. The laa closure procedure was aborted and pericardiocentesis was performed. The patient recovered and was discharged.

Manufacturer narrative:
This report is being filed to correct the model number and unique identifier (UDI) # in response to an FDA request.

Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was attempted using a watchman fxd curve access system (was). Following the transeptal puncture, wire position was difficult to ascertain. A small pericardial effusion was identified via intracardiac echocardiogram (ice) and the patient became hypotensive. Transesophageal echocardiogram (tee) revealed the pericardial effusion was located around the left and right ventricles. The laa closure procedure was aborted and pericardiocentesis was performed. The patient recovered and was discharged.